Event description:
It was reported that the patient experienced recurring incontinence due to the cuff of his artificial urinary sphincter (aus) was not fully coating, causing atrophy around urethral cuff site. A new aus was implanted. There were no patient adverse effects regarding this event. No more information is available at the moment, additional information will be provided as it becomes available.